Manufacturer narrative:
Additional information has been provided in b.5., h.6., and h.11. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received stating that the explant surgery took longer and was more difficult than expected. Had severe corneal swelling. For the first two weeks patient was basically blind, 20/2600. Was extremely frightened and super despondent. Three weeks and four days post surgery, vision was slowly improving and at 20/50 but had a vaseline type fog in front of the eye.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer called to report no depth perception or contrast with this lens. She had been unhappy with the lens since the day of surgery. She was told her vision would improve after some healing time, but this had not happened. As a photographer, she cannot work like this. She had fallen twice. She sprained her right wrist the first fall on (B)(6) 2025 and broken her left wrist with the second fall on (B)(6) 2025 needing surgery to repair the wrist. She had discussed this with her surgeon who originally suggested a monofocal lens. Then on a follow up visit, they suggested company vivity lens. She would have an explant and have a monofocal lens implanted. Additional information has been requested and received stating an explanted iol with patient reason as loss of sharp contrast. Clinical reason being changing from company iol to monofocal lens.